Event description:
The caller alleged discrepant results when compared with the lab result as follows: date: (B) (6) 2008, inratio: 1.9, lab: 4.0. The caller also repeated the test and the test results are as follows: 2.2, 6.4.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B) (6) 2008, inratio: 1.9, lab: 4.0, mean: 2.95, confident limits: 1.8-4.2. As per internal procedure (B) (6) rev.2 the inratio and lab values are within the confident limits. The caller also repeated the test on (B) (6) 2008. The test results are as follows: 2.2, 6.4, average 4.3, stdev 2.97, %cv 69.07. As per internal procedure (B) (6) rev.2 if %cv is greater than 20%, the criterion is not met. The product will be investigated. Also, if the time elapsed exceeds three hours, there is a high possibility that the discrepancies are due to changes in the status of the patient.